Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the prosa® was manufactured by a qualified employee in november 2014. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Investigative statement: on the basis of juristic requirements, the surgeon must provide a personal request as a step of safeguard. Unfortunately, no consent was received from the surgeon. An official release is missing for the investigation of the product. For this reason, the product was returned for discharge without examination. Result: as described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported to miethke that a prosa valve (part # fv701t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the valve was not adjustable and a blockage was suspected. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, weight: (B)(6) kilograms (kg), height: 100 centimeters (cm), gender: unknown.